Event description:
The flotec oxygen regulators come with a yoke washer seal which, after a couple of uses, tends to come off the regulator. A respiratory therapist was unable to locate a flotec seal, and used the plastic seal provided with the o2 tank plus another piece of flexible material he obtained from a head device. He then turned on the oxygen tank, jiggled the regulator causing a spark which ignited the seal materials and resulted in a fire. There was no pt involved and the respiratory therapist was not injured. The two problems are 1- that the yoke washer seals require frequent replacement since they do not stay on the regulators, and 2- the MFR has indicated that only flotec yoke washer seals should be used on its regulators, but that is not clearly indicated in the product insert.